Manufacturer narrative:
(B)(4). Baxter (B)(4) technical support informed the customer of the sigma spectrum infusion system compatible baxter IV sets list. It was determined that the performance limitations that are listed in the sigma spectrum infusion system compatible baxter IV sets list were not being observed by clinicians when using the compatible non-dehp IV administration sets in the pump. It was reported that the customer will adhere to the limitations listed to resolve the issue. The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) in the infusion center. It was reported that the rate was below 250 ml/hr with a non-dehp set. It was also reported there was no patient injury.